Event description:
Procedure performed: cholecystectomy event description: translation: the applicator contains a single clip information received from product complaint form 6nov23: they tried to clip but inside the clip applier there was only one clip. No clinical impact to the patient. Change clip applier to resolve the situation. Information received from applied medical representative via email 8nov23: there was just one clip and the trigger could be moved.. Patient status: no patient injury intervention: device replacement

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.